Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information. The three additional perclose proglide devices are filed under separate medwatch MFR reference numbers.

Event description:
It was reported that suture placement in an unspecified vessel was attempted with four proglide devices, using a pre-close technique, prior to a transcatheter aortic valve implantation (tavi) procedure. Reportedly, all four proglide devices had suture breaks during suture harvesting. The tavi procedure was completed and the method of achieving hemostasis was unspecified. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. It was reported that the physician is trained in the use of the proglide device and established in the pre-close technique. No additional information was provided.

Manufacturer narrative:
(B)(4). Corrections: no device returned. Additional information received indicates 2 proglide devices had suture breaks in this case, not 4 as initially reported. This proglide device, referenced on the previous medwatch report, was used during a tavi procedure on another patient. An additional medwatch report will be filed for this device used in another patient.

Event description:
Subsequent to the initial medwatch report filed, additional information received: 2 proglide devices had suture breaks in this case, not 4 as initially reported. This third proglide and the fourth proglide device, referenced on the previous medwatch report, were used during tavi procedures on 2 other patients. Additional medwatch reports will be filed for the third and fourth devices used in other patients.